Manufacturer narrative:
Patient information not available for reporting. This report is for an unknown dhs/dcs plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Date of implant is not known. Initial reporter telephone not available for reporting. Without a lot number the device history records review could not be completed. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in the (B)(6) as follows: it was reported patient was implanted with the right dynamic hip screw/dynamic condylar screw (dhs/dcs) plate and dhs/dcs one-step lag screw on unknown date for unknown purpose. On (B)(6) 2018, patient was returned to surgery for removal of the dhs/dcs lag screw and revised to a right total hip replacement. It was reported the lag screw was not functioning correctly. No additional information was provided. This report is for one (1) unknown dhs/dcs plate. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history records review was completed for part# 02.224.224s, lot# l633097. Manufacturing location: (B)(4), release to warehouse date: dec 15, 2017, expiry date: dec 01, 2027. The device history record shows this lot of devices was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all material, dimensional, and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product development investigation was completed. Visual inspection noted some post-manufacturing damages at the 4 cortex screw holes, which are not related to the complained malfunction of the cut out. The dhs/dcs screw interface is in a good condition, there are no damages visible at the bore and the flat guiding surfaces in the bore. The also received dhs/dcs screw part 280.950 can be easily inserted into the plate bore and is freely movable in bore as designed. From this standpoint the devices are functional, and the complaint is unconfirmed, in general a replication of the in-situ situation with the cut out is not possible. Checked dimensions as per the relevant drawing. Inner diameter dhs/dcs screw hole forefront specification 7.95mm min / measured: 7.97mm = pass. Inner diameter dhs/dcs screw hole backside specification 8mm +0.06/-0.03 / measured: 7.99mm = pass. Flat surfaces dhs/dcs screw hole specification 7.2mm +0.1/0 / measured: 7.26mm = pass. Based on the investigation findings a manufacturing related issue can be excluded, no product related issue could be detected. Based on the provided information, the cause of the cut out could not be determined. It can be assumed that any complication during the healing process could lead to this occurrence. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further clarified that cut-out means the dhs screw migrated through the femoral head into the acetabulum.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Protocol #: device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A device history record review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in the united kingdom as follows: it was reported patient was implanted with the right dynamic hip screw/dynamic condylar screw (dhs/dcs) plate and dhs/dcs one-step lag screw on unknown date for unknown purpose. On (B)(6) 2018, patient was returned to surgery for removal of the dhs/dcs lag screw and revised to a right total hip replacement (thr). It was reported that the lag screw had cut out. The surgeon believes that the cut out was caused from a bone failure point of view; the implant was in a good position initially and there was no visible sign of damage to it at conversion to thr. Surgical outcome and patient status is unknown. This report is for one (1) 135 degree locking compression plate (lcp) dhs plate-standard barrel 4 holes/92mm-sterile. This is report 1 of 6 for (B)(4).